Event description:
Pt underwent aaa repair in 2006. One main body and two iliac leg grafts were placed. An endoleak developed due to the common iliac aneurysm continuing to grow, which caused the primary limb to not have adequate distal seal and caused the graft to pull down into the iliac aneurysm. In 2007, physician placed two more iliac leg grafts.

Manufacturer narrative:
No product was returned to assist with our investigation. Based on the info provided, it appears the endoleak may have occurred when the device moved as a result of the continued growth of the aneurysm. We will continue to monitor for similar situations.